Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified ¿medicine¿ (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report the patient¿s recovery status was unknown. No additional information is available.